Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department as they received inappropriate shocks while in a swimming pool. Review of the remote monitoring transmission indicated artifact/noise on the electrocardiogram which was indicated to be from the pool light. Reprogramming was performed and the ICD remains in use. No further patient complications have been reported as a result of this event.